Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer was treated with manual shot. Customer did not allege insulin pump for under delivering. Customer stated that the drive support cap was normal. Customer stated that there was no leak and air bubbles. Customer stated that the insulin exited with quick release. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.